Manufacturer narrative:
Product analysis: the valve remains in the patient, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, following implant the valve was not fully expanded and appeared to have an infold. A post-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 22 mm balloon which dislodged the valve into the ascending aorta. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported.